Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that they observed a smoke at the indicator light on the short turn around time (stat) lane on a dimension vista 1500 intelligent lab system. The customer disconnected the wiring harness and reinitialized the system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse replaced the stat lane indicator light. Based on the siemens evaluation it is concluded that the failure of the stat lane indicator light caused the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that they observed a smoke at the indicator light on the short turn around time (stat) lane on the dimension vista 1500 intelligent lab system. The customer stated that the smoke was detected originating from the connection point of the indicator light and the wiring manifold. There was no injury to the operator or user due to the event. There are no known reports of adverse health consequences due to the event.